Event description:
On 8/30/94, a physician was performing a circumcision on a one-day-old infant using a clamp. After the physician cut the excess skin off the clamp he picked up the specimen and realized he inadvertently amputated the tip of the glans penis. The amputated portion included approx two-thirds of the glans penis. Emergency surgery was performed on the infant to reattach the glans penis. Clamp sent to MFR.